Manufacturer narrative:
Due diligence was executed for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during preparation for use, the device exhibited b30 scope communication error on multiple scopes. There is no patient involvement. This device was not used for the intended procedure. The device was inspected and there was no damage or abnormalities observed. The device was installed and set up correctly. The brightness of the examination light was set to the minimum necessary to perform the procedure safely. The endoscope and light guide was connected to the output socket. The objective lens was not dirty. The device cable was connected properly. There were no foreign objects such as detergent remnants, hard water residue, finger grease, dust and lint on the electrical contacts. There were no other error messages other than the b30 error.

Manufacturer narrative:
Device was not returned, as such an actual device evaluation could not be performed. An evaluation is done based on historical records and communication. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue for the device is that the device exhibited b30 scope communication error on multiple scopes. As communicated by the customer, the device was inspected, there was no damage or abnormality. The digital light source cable was connected properly. No foreign objects were found at the electrical contacts. It is presumed that the event occurred due to a factor other than the device because the device is still in use. The probable cause could also be as follows: it is presumed that the event occurred due to a temporary contact failure because the user connected the video connector to the video connector socket without drying the video connector thoroughly. If there is a contact failure, the endoscope and the video processor cannot communicate correctly and b30 is displayed. The instructions for use includes the following statements which can prevent this issue from happening: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.